Event description:
New information indicated that the patient¿s atrial lead exhibited noise oversensing, resulting in pacing inhibition. The patient presented to the hospital, where the right atrial lead was explanted and replaced. Additionally, lead abrasion was observed at the proximal end of the lead near the suture sleeve. The patient was reported to be in stable condition following the procedure.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, intermittent noise was observed on the atrial lead. The noise episodes could be reproduced by manipulating the device pocket. No intervention was performed and the patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.